Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, the sheath split completely and the clip was deployed. The clip did not capture the vessel. It was noticed there was carving on the sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, update to information provided:reportedly, it was noticed there was carving of the sheath. Use of starclose se and clip deployment was abandoned. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported sheath carving was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2616 removed.